Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. Next, they functionally tested the steering mechanisms of the catheter and found them to function properly. Then, the lumen of the catheter was tested for leaks, the lumen was uncompromised, and the device passed leak testing. They then tested the irrigation flow of the catheter and found that all six irrigation ports allowed free flow and the rate of flow was within device specifications. Finally, the catheter was electrically examined and no shorts or opens were found. With all available information the complaint could not be confirmed as the reported failure was not able to be reproduced and the device presented with no issues.

Event description:
It was reported that during preparation for an ablation procedure using an intellanav stablepoint open-irrigated to treat paroxysmal atrial fibrillation they noted that the flow of saline dripped out of the tip instead of flowing properly. In addition, they encountered issues with the force sensing feature of the catheter. They had zeroed the catheter and then after a few seconds, while there was no contact, the catheter indicated a high force, which was noted to be greater than 15 grams. They re-zeroed the force feature, however, the same problem occurred. At no time during the procedure did an error message occur. They then exchanged the catheter, which resolved the issue, and they were able to complete the procedure without patient complications. The catheter has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an ablation procedure using an intellanav stablepoint open-irrigated to treat paroxysmal atrial fibrillation they noted that the flow of saline dripped out of the tip instead of flowing properly. In addition, they encountered issues with the force sensing feature of the catheter. They had zeroed the catheter and then after a few seconds, while there was no contact, the catheter indicated a high force, which was noted to be greater than 15 grams. They re-zeroed the force feature, however, the same problem occurred. At no time during the procedure did an error message occur. They then exchanged the catheter, which resolved the issue, and they were able to complete the procedure without patient complications. The catheter is expected to be returned for analysis.